Event description:
On (B)(6) 2014: patient with history of right bka underwent abi. During the procedure it was decided that due to patient's size, c/o of "pain in multiple areas" and "multiple wounds" to obtain measurements using a single level thigh pressure (on right side) and obtain (only) a waveform reading. Patient didn't complain of pain at cuff site during procedure and tech was able to complete procedure to obtain the waveform reading. On (B)(6) 2015: patient being treated in wound clinic for right medial thigh wound. Patient stated that her wound goes back to "cuff put on hard during abi procedure". On (B)(6) 2015: patient with gangrene right medial thigh and underwent debridement right medial thigh wound. On (B)(6) 2015: continues to have followup wound care and treatment for right medial thigh wound in wound clinic.